Event description:
It was reported that the patient¿s pre-existing medical condition of sciatica worsened following implant. The patient had low back pain and was limping on her right leg by the end of the day. Reducing stimulation did not resolve the issue. Constipation was experienced after implant for a week but resolved after increasing stimulation. The patient had to decrease settings again because she developed a bladder infection that had since resolved. For the last 10 days, the patient¿s voiding patterns have been normal and the patient had symptom control, but felt ¿it still could be better.¿ the settings for the device were readjusted on (B)(6) 2015, but outcome was unknown. As of (B)(6) 2015, the patient still had concerns with their device or therapy. Follow-up is being conducted to determine patient outcome.

Event description:
Additional information received reported that the patient was doing well and it was determined that the pain was not from the interstim therapy but as a result of the sciatica flare up. Interrogation was done by the health care provider (hcp) and everything was fine. The programs were switched and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0qxqx, implanted: (B)(6) 2015, product type: lead. (B)(4).